Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a sudden increase in pacing impedance from a normal measurement to a high out of range measurement. A high pacing threshold measurement was also noted. A surgical procedure was performed, during which this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.